Event description:
It was reported that a lead alert was triggered for high rv and svc coil impedance. An x-ray was performed but the physician could not confirm a lead fracture. Reprogramming was performed to turn off ICD detection and therapy as the patient did not want to have surgery. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that since reprogramming, the right ventricular (rv) defibrillation and superior vena cava (svc) impedance values have varied for the past year. Ventricular fibrillation (vf) detection therapies have been turned off and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead, implanted (B)(6) 2003. (B)(4).